Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer complaint was confirmed. The devices pca and bottom enclosure were replaced and the firmware updated to v3.7. The device passes testing.